Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
A ¿flow probe error¿ and ¿bubble detector will not function¿ was reported. The instance of time was not provided. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
This flow/bubble sensor failure was final reported on 2024-05-28 28.05 within complaint# (B)(4). (Mfg report number: 8010762-2024-00232) on 2024-06-07. It was confirmed by service and sales unit that this is a double entry to complaint # (B)(4) (mfg report number: 8010762-2024-00228). Therfore, this complaint# (B)(4). (Mfg report number: 8010762-2024-00228) will not further investigated and closed-cancelled as an double entry. Please see already provided investigation wihtin complaint# (B)(4) (mfg report number: 8010762-2024-00232).

Event description:
Complaint ID: (B)(4).